Manufacturer narrative:
Summary: no supplemental report will be required as the additional information provided indicated that the device did not come in contact with the patient. Had this information been known prior to submission of the initial medical device report the reported event would not have been reportable. The manufacturer internal reference number is: (B)(4).

Event description:
There was no contact between the device and the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens implantation procedure, the plunger only came through and the iol was left inside the injector. A back-up lens was used to complete the procedure. There was no harm to the patient. Further information has been requested; however, additional information has not been received.